Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete seal. The patient was on dual antiplatelet therapy. At the patient's 45 day follow up transesophageal echocardiogram (tee), a non-mobile thrombus was detected on the limbus side of the closure device. There was no change in the seal of the device from the initial implant. The patient will continue their oral anticoagulant medication regimen and the physician will decide if they need to change the patient's medication to treat the thrombus.